Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The customer reports that the cardiohelp went into backflow prevention, prompting on screen to press zero flow to leave backflow while on a patient. The customer tried pressing the zero flow button with no resolution and also tried bringing the rpm's to zero and then increasing with no resolve. Decision made to change the circuit and change out the cardiohelp. No harm done to patient. Customer reports that the cardiohelp had been intermittently alarming high priority alarms for venous bubble detector disconnection and/or venous bubble detector defective. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp went into backflow prevention, prompting on screen to press zero flow to leave backflow while on a patient. The customer tried pressing the zero flow button with no resolution and also tried bringing the rpm's to zero and then increasing with no resolve. Decision made to change the circuit and change out the cardiohelp. No harm to any person has been reported. Further the information was received that the cardiohelp had been intermittently alarming high priority alarms for venous bubble detector disconnection and/or venous bubble detector defective. As the venous bubble sensor defective is a high priority alarm, which leads to zero mode. Additionally, the cardiohelp was replaced, during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "venous bubble sensor defective" followed with "backflow prevention" could be confirmed multiple times on the date of event. As the failure could not be replicated, the root cause remains unknown. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: wrong bubble sensor information. Influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor disturbed. Bubble sensor not plugged but recognized. Connection of non-compatible sensor. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage), according to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Referring to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The device was manufactured on 2017-07-24. The review of the non-conformities has been performed on 2025-07-15 for the period of 2017-07-24 to 2025-06-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "cardiohelp went into backflow prevention due to venous bubble sensor defective error message" could be confirmed within the log files, but not replicated by the fst. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the hls set with the clotting failure will be investigated within complaint# (B)(4).

Event description:
Complaint ID: (B)(4).